Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 to the bilateral lower abdomen with the coolmax applicator, to the bilateral anterior lower flanks with the coolmax applicator, and to the bilateral upper anterior flanks/lateral upper abdomen with the coolcurve+ applicator. They were treated on (B)(6) 2016 to the bilateral inner thighs with the coolfit applicator, and to the bilateral outer thighs with the coolsmooth pro applicator. The patient developed paradoxical hyperplasia (pah/ph) 1 month after treatment. The patient was diagnosed with pah on (B)(6) 2016. The pah was described as firm and protruding as well as larger than the baseline photos.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 to the bilateral lower abdomen with the coolmax applicator, to the bilateral anterior lower flanks with the coolmax applicator, and to the bilateral upper anterior flanks/lateral upper abdomen with the coolcurve+ applicator. They were treated on (B)(6) 2016 to the bilateral inner thighs with the coolfit applicator, and to the bilateral outer thighs with the coolsmooth pro applicator. The patient developed paradoxical hyperplasia (pah/ph) 1 month after treatment. The patient was diagnosed with pah on (B)(6) 2016. The pah was described as firm and protruding as well as larger than the baseline photos.